Event description:
It was reported by service report that the base of the cot would intermittently not lock into place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps impeding the locking mechanism; lock pins had debris build up.